Event description:
It was reported that a device experienced "door not closed errors". It was also reported that there was no pt incident.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. Evaluation confirmed the reported symptom of "door not closed errors". The unit was rec'd inoperable due to "door not fully latched" alarm caused by loose link screws (upper). The alarm was resolved during evaluation by adjusting the screw, with the door performing as expected. The link screw will be replaced during the repair process. The effected link screw was replaced.